Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. Analysis was performed on the returned device. The reported failure to deploy the needles and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that needle back down was not performed. It should be noted the prostar xl instructions for use (IFU), states: if the needles are not easily deployed, back the needles down into the sheath prior to removal of the device. However, the absence of needle back down performed would not have contributed to the reported needle deployment difficulty. The reported failure to deploy the needles and device entrapment appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B5: "there was no reported clinically significant delay in procedure."

Event description:
Correction: there was no reported clinically significant delay in procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in a minimally calcified left common femoral artery via 4f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the needles of the prostar xl device could not be removed as one of the needles was stuck in the device. The needle back down was not performed. A cut down was performed to remove the prostar xl device. The sheath was upsized to a 12f and the evar procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.